Event description:
Maquet servo I ventilator spontaneously converted from adult mode to infant mode while on a pt, and alarmed technical error 10003. Pt struggled to breath: appeared the pt's spontaneous vt was greatly reduced with impaired delivery of gas. Dates of use: (B)(6) 2014. Diagnosis or reason for use: resp failure. Dates of use: (B)(6) 2014. Diagnosis or reason for use: resp failure.